Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and multiple back operations. It was reported that in 2007 the patient was programmed around contact 2 because it was out. No additional information was received. No symptoms were reported. No further complications were reported. Follow-up was conducted.